Event description:
It was reported to philips that the system did not start-up completely. The device was outside of clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray pc was not booting up. Review of the log file showed that the malfunction is due to x-ray pc hardware. Fse replaced the x-ray pc. After replacing the x-ray pc, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.